Event description:
Hcp reported the patient presented with signs of infection of the catheter track including fever, redness, swelling, drainage, and pain. A culture of the lumbar region was positive for mrsa. The patient was treated with IV antibiotics, oral antibiotics, and total device system explant. The infection resolved and there was no drug withdrawal. The patient had a risk factor of cancer. The infection resolved and there was no drug withdrawal. The patient had a risk factor of cancer.